Event description:
The manufacturer representative reported a patient implanted for non-malignant pain, complex regional pain syndrome type ii and rsd/ causalgia complex regional pain syndrome had a possible infection noted during replacement of the device. When the new device was placed they moved the pocket to under the right clavicle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.